Event description:
This unsolicited device case from united states was received on 05-may-2015 from a physician. This case concerns a (B)(6) female patient who experienced delayed hypersensitivity reaction and firm and painful swelling nodules on the face in the precise site of placements of juvederm volume after receiving treatment with synvisc. Relevant past drug includes hyaluronic acid (juvederm voluma) (injected a year ago and patient did not have any problem). No other medical history, concurrent condition and concomitant medication were reported. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc injection (indication, dosage regimen, frequency, lot/batch number and expiration date: not provided) into an unspecified location. On an unknown date in (B)(6) 2015, the patient experienced delayed hypersensitivity reaction to synvisc. It was reported that the patient had an effusion that was drained and also there was swelling and pain in the knee. Also, the issue was still being worked out by patient's orthopedic surgeon. The patient was also taking steroid injection to deal with ongoing pain in knee. It was not sure whether the patient had synvisc one. On an unknown date in 2015, since the synvisc injection, the patient had also developed firm and painful swelling nodules on the face in the precise site of placements of hyaluronic acid. Action taken: unknown. Corrective treatment: not reported for firm and painful swelling nodules on the face in the precise site of placements of juvederm voluma. Outcome: unknown for firm and painful swelling nodules on the face in the precise site of placements of juvederm volume and not recovered for delayed hypersensitivity reaction. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for delayed hypersensitivity reaction.

Manufacturer narrative:
Joint effusion (joint effusion) skin mass (skin nodule) nodule (painful nodule) (note: indented terms are signs/symptoms).